Event description:
Customer reported he was unable to read his insulin pump's screen. The customer also stated he had dropped his insulin pump two weeks prior. The customer's blood glucose was 400 mg/dl. The customer was advised to replace his insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
Pump received with cracked bleeding lcd glass. Unable to performed displacement test. Pump received with cracked reservoir tube lip, scratched lcd window, and scratched reservoir tube window.